Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of a white plastic piece was seen. Block h10: the returned radial jaw 4 was analyzed and there was no evidence of foreign material. Visual inspection found that the jacket was cut, and the tail of the washer was out of place and bent. With all the available information, boston scientific concludes the reported event of foreign material was not confirmed. However, the reported observation of ''wire extending from the side of the forceps'' was confirmed as the washer tail was bent. It is possible that when the distal cap was removed, the tail of the washer was forced out of place. Additionally, the manipulation during the procedure, the technique used, or the patient's anatomic conditions could have contributed to the washer tail becoming bent. It was also found that the jacket of the device was cut, likely to remove the device from the scope. Therefore, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that were a radial jaw was used in the colon on a biopsy procedure performed on (B)(6) 2023. During procedure, a wire was observed extending from the side of the forceps, along with a white plastic piece. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of a white plastic piece was seen.

Event description:
It was reported to boston scientific corporation that were a radial jaw was used in the colon on a biopsy procedure performed on (B)(6) 2023. During procedure, a wire was observed extending from the side of the forceps, along with a white plastic piece. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.